Event description:
It was reported that the patient presented in clinic as the device showed nsln alert. It was noted that the device was post-paced t-wave oversensing on a stored egm. Device was reprogramed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.